Manufacturer narrative:
No unexpected motor error alarms or battery out limit alerts noted during testing. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion and self tests. The motor was tested outside of the device and passed. The operating currents were within specification. Unable to prime during the prime test due to moisture damage on the force sensor resistor. The pump had intermittent failed battery test alarms during the battery changes due to slight corrosion on the battery tube spring. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer also reported that the insulin pump alarmed motor error. Customer's blood glucose reading at the time of the incident was 420 mg/dl. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.